Event description:
Related manufacturer reference number: 2017865-2021-25294. Related manufacturer reference number: 2017865-2021-25295. It was reported that a patient presented in-clinic. Upon draining and taking a culture of the device pocket, an infection was identified. The patient's implantable cardioverter defibrillator, right atrial, and right ventricular lead were all explanted on (B)(6) 2021. A temporary right ventricular pacing lead was implanted on (B)(6) 2021 and no vegetation was noted on the explanted leads. The patient was stable throughout.